Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician was unable to place either of the right ventricular (rv) leads into the target position to be fixed well. The leads were replaced. No patient complications have been reported as a result of this event.